Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. On 03/17/2015, the voluntary recall was initiated. The device history records have been reviewed and this lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. This is a known issue for the identified product code/lot number combination. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, two devices were unable to prime for the second sample pass. The procedure was complete with a different device. There was no reported patient injury.